Manufacturer narrative:
No additional information was able to be obtained (hospital/user information, contact details, additional event narrative) based on information provided in medwatch report. Without the ability to contact the user or hospital, additional investigation is not possible. This report serves as both initial and final reports to FDA.

Event description:
Complainant alleges, "the tip of the device broke off in the patient during surgery."